Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. It was reported "a device started to run into a problem yesterday. Repeatedly a flow does not come out well around 40 minutes after the device have started to work". There was no harm or injury reported. The ventilator was not returned to the manufacturer for evaluation. The manufacturer believes they will be unable to gather additional information. The manufacturer is submitting a final report currently. If pertinent information becomes available to the manufacturer later, an addendum to this final report will be filed.